Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: offset cup impactors have issues with tips where they won't come off the handle or won't stay on the handle. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. Device only displays sings of normal use. Functional test was performed with lab sample mating pinnacle cup ( 60 mm cr3h21) and no anomalies or difficulties were identified on the assembling and disassembling process. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the duraloc curved cup impactor would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected h3.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was found that during routine inspection in field sales office it was observed that the t-handle had a crack in the plastic handle. It was still in one piece, just cracked. The offset cup impactors had issues with tips where they would not come off the handle or would not stay on the handle. No patient involvement, no surgeon involved. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown,